Manufacturer narrative:
Per the clinic, on (B)(6) 2016 the infected tissue was resected. The implanted device remains. This report is filed may 4, 2016. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. The implanted device remains.